Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 90 mm diameter descending thoracic aortic aneurysm. Upon re-review of the cta chest study prior to the procedure, the physician's believed the access would be challenging to deliver the valiant thoracic stent graft system due to the diameter of the femoral and external iliac artery which measure 6mm. The physicians planned to deliver first a 28x28x150 valiant proximal main beginning just distal to the left subclavian artery followed by a 38x38x150 valiant distal main via the left common femoral artery. The 28x28x150 proximal main was delivered, deployed and the delivery system was removed successfully but with substantial insertion force. Following successful implantation of the first device the patient was stable and the femoral artery was intact. The physicians decided to proceed with the second valiant 38x38x150 distal main. It was reported that the physicians were only able to insert the device to the proximal left common iliac and could not advance the device any further. The physicians then decided to remove the device down to the level of the distal common femoral artery without removing the device completely from the groin. The physician performed an angiogram via a pigtail catheter that was in the right groin and placed just above the aortic bifurcation. The angiogram revealed that there was extravasation coming from the left common femoral artery. The physicians decided to do a retroperitoneal incision on the left leg and place a conduit in the left common iliac artery to deliver the 38x38x150 distal main to bypass to the left common femoral following successful delivery of the second device. Final angiogram was performed following the implantation of the 38x38x150 valiant distal main with positive results of exclusion of the 9cm descending thoracic aneurysm. Doppler pulses were also taken following the ilio-femoral bypass of the left leg which revealed strong pulse. No additional clinical sequelae were reported and the patient is fine.